Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable connectors of the external pulse generator (epg) were loose. The epg was returned for service.

Manufacturer narrative:
Product analysis : analysis could not confirm customer comment that the cable connectors of the external pulse generator were loose. Output connector assembly is broken. Hanger assembly is broken. Main printed circuit board is out of specification electrical. Lower case is broken. Display wires are pinched, with wire insulation not compromised. Two case screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connectors needed to be replaced. It was recommended that the epg be returned for service. No patient complications have been reported as a result of this event.